Manufacturer narrative:
On 5/18/2018, a clinical review of this file was performed. For better codification, patient code pain has been added. Additionally, patient code autoimmune reaction no longer applies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with unknown mentor saline breast implants 475cc which the patient reported that her health started declining a year and half ago, symptoms included heart palpation, internal tremors, hand tremors, rashes, sever fatigue, loss of smell and taste, eye redness, dry and irritated, inflammation, hollow under the eyes, depression, intolerance to heat and cold, muscle loss, dehydration , joint soreness, shooting pains in breast, inflammation under ribcage with pain, brain fog, memory loss and shortness of breath after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant.